Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2025 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to grade 1. Several days after the procedure, it was noted that the clips had appeared to have been detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to moderate.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2025 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to grade 1. Several days after the procedure, it was noted that the clips had appeared to have been detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to moderate.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.